Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call the customer stated that they were hospitalized due to high blood glucose readings of over 400 mg/dl. The customer visited the emergency room with blood glucose of 695 mg/dl and diabetic ketoacidosis. They passed out while walking. The customer was placed into the intensive care unit, was given fluids, taken off of the insulin pump, and was given the hospital's insulin. There was cat scan done due to concern with heart and high ketones. The customer stated that they did troubleshooting on their own and even tried using an old insulin pump, but were unable to control their blood glucose. The customer declined troubleshooting at the time of the phone call. Nothing further was reported.